Event description:
It was reported that a stent deformation occurred. The 75% stenosed target lesion was located in a mildly calcified and mildly tortuous distal left anterior descending artery (lad). A non-bsc embolic protection filter was placed in the distal lad. A 3.50x28mm promus element plus stent delivery system was implanted in the proximal lad. When the non-bsc embolic protection filter was removed, it came in contact with the device and stent deformation occurred. The stent strut got stretched to the left main trunk (lmt). The physician recrossed the lesion with the guide wire and deployed a non bsc stent from the lmt to the distal lad. No patient complications were reported and patient's status was good.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).